Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation in the clinic, the pulse generator exhibited a diagnostics anomaly. After clearing the diagnostics, the device functioned normally. No patient symptoms were reported.